Event description:
On 08-may-2025, intuitive surgical, inc. (Isi) received FDA voluntary medwatch report with MDR report#: mw5169617 stating: "pt (patient) presented to surgery on (B)(6) 2025 for robot assisted laparoscopic ileocolic resection with stapled intra-corporeal ileocolonic anastomosis. During the procedure, noted there was a technical failure of the robotic stapler device which resulted in an inadvertent tear in the anastomosis and spillage of stool that required imbrication of the staple line with multiple interrupted figure-of-eight 3-0 vicryl sutures." Intuitive surgical, inc. (Isi) followed up with the surgeon and additional information was provided: the surgeon was fired a blue sureform 60 reload with a sureform 60 stapler instrument to close the enterotomy. During the stapler fire, tissue was pushed and not properly cut or stapled. No errors were displayed by the system. The stapler event caused a tear in the anastomosis and spillage of stool. The staple line was repaired with multiple interrupted figure-of-eight 3-0 vicryl sutures. Minimal bleeding was reported. No additional tissue was excised. No clamping issues occurred during firing. No photos or videos are available for review. The patient did well and the procedure was completed robotically with no post-operative complications.

Manufacturer narrative:
A review of the stapler logs for the stapler instrument used in this event revealed the following: a sureform 60 stapler instrument was installed on the system 7 times and fired 7 blue sureform 60 reloads. On installs 1, 2, and 4-7, the first clamp was successful and the firings were each completed with no pauses for compression. On install 3, the first two clamp attempts were incomplete. The third clamp was successful and the firing was completed with 1 pause for compression. After the 7th install, the instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Intuitive surgical, inc. (Isi) has not received the blue sureform 60 reload or sureform 60 stapler instrument for failure analysis investigations.